Manufacturer narrative:
(B)(4). Motor error alarm during basic occlusion test and pump alarmed during the prime test due to protruded and loose drive support disk. The motor was tested outside the device and passed motor test. The occlusion and excessive no delivery test were unable to perform due to motor error and alarm during prime. The motor was tested outside the device and passed motor test. The device was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor eror. Customer's blood glucose was unknown. No further information reported.